Event description:
It was reported that the patient heard an alert. The right ventricular svc coil was found to have increased impedance and varying impedance as the impedance returned back to baseline. The lead was explanted and replaced. The device was returned to the manufacturer, analyzed, and tested out of specification. Follow up was unable to gain any additional information. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient heard an alert. The right ventricular svc coil was found to have increased impedance and varying impedance as the impedance returned back to baseline. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillator conductor was fractured, several conductors had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay was melted and had environmental stress cracking, the outer insulation was torn, all insulators were breached cut, the exposed defibrillator coil had a white substance, the outer insulation had a white substance and had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillator conductor was fractured, several conductors had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay was melted and had environmental stress cracking, the outer insulation was torn, all insulators were breached cut, the exposed defibrillator coil had a white substance, the outer insulation had a white substance and had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, and the lead was stretched. Performance data collected from the device was analyzed. High resistance/impedance was noted as one patient alert for svc(hvx) lead z was 112 ohms on (B)(6) 2011 03:00:03. Daily hv impedance log data shows an abrupt increase for hvb and svc from 47 to 112 ohms peak between (B)(6) 2011. (B)(4) performance data collected from the device was analyzed. Power on reset (por) parameters were noted as one por for write to locked ram, addr=10e5, data=67, occurred on (B)(6) 2006 18:02:31.